Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a shoulder repair procedure on (B)(6) 2021, it was observed that the suture on the 4.5 healix br anchor w/ocord broke while tightening. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the expiration and manufacture dates were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the surgery of shoulder, when tightened the suture, the suture was broken off. Changed another one, the event re-happened. After operation, the surgeon asked one nurse to pull the suture under little force, the suture was broken off as the video shows. The surgeon suspect the suture has tensile force issue. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation, however a video was provided. Upon visual inspection of the video, a nurse is holding a suture with a grasping instrument, then, she is applying force to the suture and the suture broke on the end where the grasping instrument is holding the suture. A manufacturing record evaluation was performed for the finished device 7l19037 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the video, and considering that the device was not returned, this complaint cannot be confirmed. The device is required for testing, the video provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the evidence necessary to provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.